Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery it was noticed that the product had twice as many sutures on the loop side. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 10-jul-2024: further information were provided that the reported issue was identified while the surgeon was working on the tendon.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information and images provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.